Event description:
It was reported that the patient had ¿ran into a problem recently¿ where the pump medication ¿ran out before it should have¿. This had reportedly happened ¿a little over a month ago¿ however, it was then stated ¿not on the last refill but the one before that¿. It was later reported it ¿ran out on (B)(6) 2013.¿ according to the patient¿s print out, their critical alarm was set for every ten minutes and the non-critical was every hour. It was then reported the physician assistant that was refilling the patient¿s pump said the patient could have a seizure if the medication ran out before the refill. The reporter noted ¿it¿s all making sense now¿. The patient reportedly had a seizure on (B)(6) 2013 and the pump was refilled on (B)(6) 2013. The reporter didn¿t know what the alarm was and noted they have an electric bed that had an alarm. The reporter had thought it was the bed going off. The reporter didn¿t know exactly when he had heard the alarm. The device system was used to deliver baclofen. It was later reported that the reporter was firm in his belief that the lack of medication triggered the patient¿s seizure, referring to the initial report. The reporter was concerned regarding the health care provider (hcp) getting information about seizures before the reporter and patient had a chance to discuss the issue with the hcp. The reporter was scared the hcp would get mad and refuse to see the patient any longer. It was then reported the reporter was unsure if the pump alarmed and noted it wasn¿t confirmed to his knowledge by telemetry. As previously reported, the patient had gone in for a refill on (B)(6) 2013 and at that time the reporter asked about filling the pump and what would happen if the pump ran out. The hcp at that time told the reporter that you may not hear the pump if you have certain clothes on and also noted that a seizure could be possible. That was when the reporter realized the seizure ¿may be¿ related to the medication. It was reported the refill on (B)(6) 2013, was a scheduled refill. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009,: product type: catheter. Product ID: 8590-1, lot# n212396, implanted: (B)(6) 2009, product type: accessory. (B)(4).